Event description:
An international distributor reported their customer's AED is flashing red and prompting a change battery warning. The customer did not report this occurring during patient use.

Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known.